Event description:
Patient was on ECMO machine for several days. The ECMO (cardiohelp) circuit screen went black, patient's saturation dropped to 20%, systolic blood pressure (sbp) to 30, and heart rate to 25 bpm. The patient was bagged and pressors started. Epinephrine given while the ECMO specialist started to handcrank the ECMO circuit. Attempts to turn on the cardiohelp failed. Machine/circuit switched out. The patient coded during this time and survived.